Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the helix of the lp got caught on tissue, which caused the helix to become stretched. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.